Event description:
It was reported in a clinical study that patient underwent right total knee arthroplasty on an unknown date. Subsequently, patient was revised (B)(6), 2013 due to pain. No further information has been provided.

Manufacturer narrative:
User facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown.